Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for both devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved both devices functions to be as specified. The analysis of the provided trend data, acquired between 20 march 2023 and 14 november 2023 recorded the short rr interval trend till october with zero events per day, after that, multiple measurements with more than 250 events per day were made. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the devices themself would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.

Event description:
Oversensing was reported on the ICD-lead. The lead was capped and a new rv lead was implanted. Should additional information be received, this file will be updated.